Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the biomed stated that arctic sun device was not filling up and kept getting low flow alerts. It was also getting a system failed to start screen. Biomed tried filling it before the system failed to start screen came up and there was no vacuum on the left port. The device shows 464 system hours.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed called and stated that arctic sun device was not filling up and kept getting low flow alerts, and was also getting a system failed to start screen. Biomed tried filling it before the system failed to start screen came up and there was no vacuum on the left port. The device shows 464 system hours.